Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1: this complaint was received through "FDA originated letters" and the included form stated, "the initial reporter asked to remain confidential." The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A medwatch MDR report #: mw5170869 was received regarding a clave¿ connector multidose vial adapter that experienced leakage. It was reported, "patient reported new mckesson clave is causing leakage. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Diagnosis for use: pulmonary arterial hypertension." The concomitant medical products and other treatments involved were flolan sterile diluent (50ml), pump cadd legacy, tadalafil and treprostinil mdv.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Corrected information can be found in d2, d3 - manufacturing plant country, e3 - initial reporter occupation and g4 - PMA/510(k) #.